Event description:
The manufacturer received info alleging a "service required" alarm condition occurred. There was no harm or injury reported.

Manufacturer narrative:
During the eval for the device at the manufacturer's service center, a "service required" code was found in the ventilator's downloaded error log. The device's power management board will be replaced to address the issue. A "ventilator inoperative" code was fond in the ventilator's downloaded error log. The device's system board will be replaced to address the issue. Device has been evaluated but the components have not been replaced pending customer approval of the estimate.